Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing under sensing of the qrs complex. Reprogramming options were recommended. Also, a chest x ray was recommended in order to determine the lead position. The rv lead remains in service. No adverse patient effects were reported.